Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device but was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.the cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer further advised that battery 1 was full and battery 2 was low when the device lost power. After multiple attempts, physio-control has been unable to contact the customer to obtain additional information about the patient or the event.

Manufacturer narrative:
The customer contacted physio-control to report another similar event involving their device which was documented in medwatch report number 3015876-2015-01564. During the course of that investigation, physio-control replaced the device's system pcb assembly as a precaution. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed system pcb assembly and observed that pin 30, located on pcb-mounted jack connector designator j5, was damaged and would not connect. Pin 30 supplies the 12-volt power to all of the pcb's inside of the device and a disruption to the signal could cause the device to shut down; therefore it is reasonable to conclude that the damaged pin 30, located on pcb-mounted jack connector designator j5, was the likely cause of the reported issue.